Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004 during postoperative monitoring and testing, right knee/ankle problems, soreness and contralateral hip/knee pain were noted. There has been no revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "intraoperative or postoperative bone fracture and/or postoperative pain."